Event description:
It was reported that a second revision was performed after two (2) broken and two (2) pulled-out 3.5mm locking screws were discovered. The original procedure to repair a distal humerus fracture was performed approximately 2 months prior to (B)(6) 2015. About one (1) month later, the first revision procedure was performed following a patient fall. With this most recent revision, the 8-hole locking compression plate (lcp), which was not broken, was left in the patient but the four (4) broken locking screws were removed. The plate holes were filled with new screws and another 3.5mm lcp reconstruction plate (10-hole) was inserted. There were no reported surgical delays and all broken screw fragments were retrieved. The procedure was successfully completed. Additional information was received after the completion of the product development investigation. The previously unknown locking screws were identified and re-evaluation of the unknown extra articular humerus plate, 8-hole, resulted in its inclusion in the medwatch reports for this complaint, as it was determined the plate cannot be disassociated from the complained event, although no complaint was alleged by the reporter against it. This report is 4 of 5 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by the reporter. The date of the original implant was reported as approximately two months prior to (B)(6) 2015. A product development investigation was performed for the subject device (part number (B)(4), 3.5mm locking screw slf-tpng w/stardrive(tm) recess 26mm, lot number unknown). The subject device was received in good condition with the complaint condition that the screw backed out postoperatively. A drawing review was performed as part of this investigation. No product design issues or discrepancies were observed. Since no x-rays or additional information were provided, this complaint condition is unconfirmed. Without a lot number, a device history record review could not be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.